Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert on the insulin pump occurring every 3 to 4 days, with a replace battery now alarm following within 8 hours of the low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and it was found that the alerts recurred despite using new energizer max aa lithium batteries and the correct battery cap, with no damage to the cap. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the and active current test. The pump failed the sleep current test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 16.0 received the lowbatteryalert (104) on 01/22/2026 08:59:00 faster than expected at 3.91 days. Battery cycle 15.0 received the lowbatteryalert (104) on 01/18/2026 05:39:00 faster than expected at 3.82 days. Battery cycle 13.0 received the lowbatteryalert (104) on 01/14/2026 05:59:00 faster than expected at 4.35 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and battery tube threads - cracked. Charge/battery lasts less than expected was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Possibly due to moisture damage on the electronic assembly. High sleep current measurement occurred during testing due to moisture damage on the electronic assembly. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.